Manufacturer narrative:
Upon receipt the lead was found cut 10cm distal to the df4 connector pin. A proximal and distal lead fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. During the visual analysis a conductor fracture of the cable leading to the rv shock coil was noted 9.5cm distal to the df4 connector pin. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces in the device pocket area. Further damages like the deformed rv shock coil, the bend and stretched fixation helix as well as the kinked lead tip most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported, that after 35 months the lead showed high shock impedance. The lead was replaced.